Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flattened up and down arrow buttons dome switch. No stuck buttons noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube window.

Event description:
Customer reports a button were unresponsive on the insulin pump. Customer states the she does not recall what lead to the issue. Customer's most recent blood glucose level is 102 mg/dl. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.